Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer went to swimming lesson and after that the blood glucose started raising up. The customer reported blood glucose value of 425 mg/dl. The customer treated hyperglycemia with bolus insulin with pump. The event involved product(s) mmt-1884, mmt-431ag, mmt-342, mmt-7040a. Troubleshooting was performed and it was found that the customer was using the auto mode/smart guard feature at the time of the event and customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer was reporting a discrepancy between sensor glucose and blood glucose which is not within range after fewer than 4 days of wear. Customer was reporting a discrepancy between sensor glucose vs. Blood glucose which was not within range and difference was 36 % units, blood glucose reported as 62 mg/dl and sensor glucose was 90 mg/dl. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-431ag. No product return is required for mmt-342. No product return is required for mmt-7040a.